Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 788 mg/dl, which he treated by taking insulin. Troubleshooting was declined for the high blood glucose. Troubleshooting was initiated for the no delivery alarm. The customer resolved the event by changing the infusion set and reservoir. No products were returned and a pack of infusion sets was shipped to the customer.